Event description:
Customer reported that after their initial in-servicing, the board was found to display fully charge batteries as low or low power. Customer tried using their brand new fully charged batteries and batteries from their sales rep. And replicated the same issue.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The reported problem could not be duplicated or confirmed during testing. No batteries were sent back for eval. The archive data analysis showed multiple alarm_ID 13 (battery fault detected), which indicated that low voltage batteries were being used for deployment. The batteries were not fully charged before inserted into the autopulse. This means that customer is not following proper battery mgmt procedures of daily system checks and battery swap. Our battery maintenance program recommended that users change batteries daily or after each use. Charged batteries left for an extended period either in the autopulse or as a spare may not have sufficient capacity resulting in unexpected cessation of operation during use and inadequate warning of low battery condition during use. The platform was inspected and tested by a trained zoll service rep and no system malfunction was found. The board passed final test. No adverse event reported.